Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
During a routine daily check of the device, the customer noticed that the screen of the device was blank. There was no pt involvement.